Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient called yesterday about a power on reset (por) message. The rep stated the battery was at 55% and the patient had not had any recent medical procedures. The rep would meet with the patient to investigate further. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the por was not sue to low battery. The rep worked with patient on monday(B)(6) 2025. Patient presented with a fully charge ins, with no issues recharging, as per the patient. The rep and patient were able to establish connection with the device (no por message received) and proceed with normal steps of a programming session from the therapy page. We accessed patient¿s current stimulation program/settings and adjusted patient¿s stimulation to appropriate stimulation target and comfort settings with no issues. Patient will continue to use therapy with this setting for at least a week with a field rep phone call follow-up scheduled on (B)(6) 2025.